Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the tfna fem nail ø9 le 130° l235 timo15 (p/n: 04.037.945s, lot number: h467547) was received at us cq. Visual inspection of the complaint device showed the nail had broken at the distal slot. Dimensional inspection: distal shaft od was measured and found to be conforming as per relevant drawing. Document/specification review: relevant drawings were reviewed and no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the nail had broken at the distal slot. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 06-oct-2017. Expiration date: 01-sep-2027. Part number: 04.037.945s, 9mm/130 deg ti cann tfna 235mm/left - sterile. Lot number: h467547 (sterile). Lot quantity: 4. Two pieces were scrapped in cell, bend, for tool marks in surface finish. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - complaint is confirmed as we are able to confirm complaint description, it's visible that the tfna nail is broken through distal locking hole, based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the implant back. Lot number of the involved screw was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that, during the revision of non-union with broken proximal femoral nailing system (tfna) nail that was implanted (B)(6) 2020. There was no fall or accident of the patient between first intervention and revision surgery. Right at the start of the revision it has been shown that the tip of the helical blade was broken. Removal of broken nail and partial removal of helical blade was successful. Whereas, tip of the helical blade was not successful. According to the surgeon a prosthesis is not an option because of the initial fracture and a plate is not optimal as well because they wanted to reduce blood loss to a minimum. That is why it has been decided to stay with a less invasive nail again. Patient with multiple myeloma going to have radiotherapy in two weeks and also have heart problem. Surgery was completed successfully with no delay. Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity 1), unknown end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) 9mm/130 deg ti cann tfna 235mm/left - sterile this is report 1 of 2 for complaint (B)(4). This (B)(4) captures the post op event that reports the broken tfna nail and tfna helical blade and (B)(4) captures the intraop event that reports the broken cannulated stepped drill bit.